Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Subsequently, it was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose of 652 mg/dl and a trace ketone level. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 5 days later, 2/10/2025 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.